Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
T was reported that their insulin pump had recurring power error detected alarm. The customer¿s blood glucose level was unknown. Customer also states had problem with the batteries, frequently alarmed replace the battery for 3 times. Customer states did not receive a low battery alert prior to the replace battery now alarm troubleshoot was performed for power error detected and advised all steps. Power error detected did not recur within a week of troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current test and active current test. No power error noted during testing. Power error not confirmed.